Manufacturer narrative:
The device was not returned. Placement signal issue: due to a lack of insufficient clinical details regarding positioning, an inconclusive data log review and lack of product returned, the cause of the placement signal issue cannot be established.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced low placement signal readings. No patient harm was reported and impella support continues.

Manufacturer narrative:
The following sections have been updated: b4, d6b, g3, g6, h2, and h11.